Event description:
Device 2 of 3: reference MFR report#: 1627487-2013-11489, reference MFR report#: 1627487-2013-11491. It was reported the pt is not receiving adequate coverage. Reprogramming to address the issues was unsuccessful. As a result, the pt may undergo x-rays and surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.